Manufacturer narrative:
Concomitant medical products: product ID 3898-33 lot# serial# (B)(4). Implanted: (B)(6) 2004. Product type: lead. Other relevant device(s) are: product ID: 3898-33, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt said the stimulation never worked in the right direction, said was "down instead of up". Pt initially said they tried 3 times to put stimulator in them, but later confirmed tried 3 different leads and the 3rd lead was the paddle. Pt said the first lead in 2004 went down instead of up, and clarified they would turn stimulation up and up and it would numb their leg and seat until it was "like an amputation". Pt then said the second one didn't work either and the third one they tried was the paddle.